Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), had a damaged atrium and ventricle connector. It was also determined at analysis that the main printed circuit board (pcb), is corroded, the keypad window is scratched. The lower case is broken, the battery drawer needs a shorting bar eco. Both wires on the liquid crystal display (lcd), are pinched (not compromised), four stuck buttons detected, four recovered. All found defective parts were replaced, firmware was updated, and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), had a damaged atrium and ventricle connector. The epg was returned to service and repair. There was no patient involvement.